Manufacturer narrative:
Product ID 3889-28, lot# va1r23j, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. Date is approximate with year validity. The previously reported event date does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1r23j, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had gone to the healthcare provide at the end of november for a lead check due to increased urinary symptoms. Impedance was checked on all four leads and a lead revision was scheduled. The lead revision took place on (B)(6) 2020. It was reported that the lead was being moved from one side of the body to the other side with the same ins being used. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1r23j, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. (B)(4). Information from manufacturer report 3004209178-2020-01596 now applies to this report. Any further information received for manufacturer report 3004209178-2020-01596 shall be included with this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had gone to the healthcare provide at the end of november for a lead check due to increased urinary symptoms. Impedance was checked on all four leads and a lead revision was scheduled. The lead revision took place on (B)(6) 2020. It was reported that the lead was being moved from one side of the body to the other side with the same ins being used. On (B)(6) 2020 it was reported by the rep who was on speaker phone in the operating room during a lead revision that while using the clinician therapy handset, the contacts showed orange values and case impedances were showing. Caller reported that the ins was in the pocket when testing impedances. No symptoms were reported. On 2020-jan-22, follow up information received from the healthcare provider via the manufacturer¿s representative reported that the patient had fallen in the bathtub on the device. After the fall, the patient was wetting themselves non-stop. The doctor scheduled a surgery for the lead to be revised. The patient was reported as doing well post-operatively. Additional information was received from a manufacturer representative (rep) on 2020-jan-30. In response to the inquiry of if the device had been returned, the rep reported that it had not been returned, that no manufacturer representative (rep) had it and that the lead had been disposed of in the operating room. The rep reported that they had not scheduled the surgery but had been assigned to go to the case and that they would look the day prior or day of to see where they needed to go and then go to the case. The rep reported that the patient had been seen in the clinic previously, prior to thanksgiving and possibly prior to that. It was reported that the patient had been leaking and the findings where they had impedance on all 4 leads. The patient informed the provider that they had fallen in their bathroom. The rep reported all t hey could recall. There were no further complications reported.